Event description:
It was reported an asymptomatic patient received 2 rounds of atp and 4 high voltage shocks. The patient has been in a bigeminal rhythm on and off since february, but only in the 160's. The device detected in the vt- 2 zone, so bigeminal avoidance was not active. The physician raised the vt-2 cutoff to 200 bpm so that the vt-2 intervals would bin in vt-1 zone and the bigeminal avoidance would be active. No reoccurrence of inappropriate therapies were detected. No further information is available.

Manufacturer narrative:
(B)(4)